Manufacturer narrative:
Qn# (B)(4).

Event description:
It was reported that: bleeding from site. Angio revealed extravasation around closure site. 8x39mm covered stent placed over site internally to achieve hemostasis. Additional information: during a yavr procedure micro puncture and ultrasound were utilized to gain central access in the left femoral artery. Vessel size was 7.7mm with moderate tortuosity and no reported calcification. Measured depth for the manta was 3.5+1. Systolic blood pressure was 130 and act 325 prior to 120mg of protamine administration. Heparin 12k units was also given during the procedure. Time to hemostasis was 15 minutes and the patient was reported as fine post the stent placement.

Event description:
It was reported that: bleeding from site. Angio revealed extravasation around closure site. 8x39mm covered stent placed over site internally to achieve hemostasis. Additional information: during a yavr procedure micro puncture and ultrasound were utilized to gain central access in the left femoral artery. Vessel size was 7.7mm with moderate tortuosity and no reported calcification. Measured depth for the manta was 3.5+1. Systolic blood pressure was 130 and act 325 prior to 120mg of protamine administration. Heparin 12k units was also given during the procedure. Time to hemostasis was 15 minutes and the patient was reported as fine post the stent placement.

Manufacturer narrative:
Qn# (B)(4). No return product evaluation could be completed as the device was not returned for investigation. The review of angio photos indicated radiopaque lock distal to the bifurcation. Extravasation occurring proximal to a dissection flap and also proximal to the radiopaque lock. A covered stent successfully placed to address the bleed. The device lot history record review for lot number 73a2400442 manta 18f indicated a non-conformity. No impact related to this device, no reworks, or other issues related to this lot, therefore the device met material, assembly, and performance specifications. Case details were reviewed. An 88-year-old female patient, 54 kgs., bmi - 21.58, presented in the or for a tavr procedure. A centrally positioned access was gained utilizing a micropuncture kit with ultrasound guidance. The left common femoral arteriotomy was 7.7mm, no calcification, moderate tortuosity throughout the vessel, with a measured deployment depth of 3.5cm + 1cm. No issues were encountered advancing or withdrawing the 14f expandable procedural sheath. Post-tavr, activated clotting time (act) was 325; heparin and protamin were administered, and the 18f manta was deployed to the measured depth. Following deployment, the access site continued to bleed, and a post-procedure angio revealed extravasation around the access site. The physician chose to deploy a covered stent over the access site to address the bleed. Total time to hemostasis was fifteen minutes. The patient did not experience any harm, injury, or health consequence due to this event. Post-procedure patient outcome was fine. Multiple causes for extended hemostasis requiring a covered stent have been established; however, the exact cause for this extended hemostasis requiring a covered stent is likely due to user error. The root cause of the implant not being effective in creating hemostasis potentially is contributed to poor patient selection and the presence of a dissection. The manta instructions for use (IFU) post warning not to use manta if there is marked tortuosity of the femoral or iliac artery. And a dissection present at the access site may cause the manta anchor not to catch the artery wall as designed, creating a non-optimal seal which clinically presents as extravasation. The device was not returned, there is believed to be no device failure. Risk documentation was reviewed; and covered stent placement is a known risk. The severity of harm is ranked at a 4 based on endovascular intervention requiring stenting was used for treatment. The manta instructions for use (IFU) identifies the following potential adverse events related to the deployment of vascular closure devices: local trauma to the femoral or iliac artery wall, such as dissection; and other access site complications leading to late arterial bleeding, possibly requiring endovascular intervention. Additionally, the IFU precautions: if bleeding from the femoral access site persists after the use of the manta device, assess the situation. Based on the assessment of the amount of bleeding, use manual or mechanical compression, application of balloon pressure, placement of a covered stent, and/or surgical repair to obtain hemostasis. There appears to be no product quality issue with respect to manufacturing, documentation, or labelling. The der process will continue to monitor and investigate any similar events. Corrected data: correction to section d.4 UDI was updated from 00856279007062 to (01)00856279007062(11)240116(17)250716(10)73a2400442 to include the full UDI.